Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018, at 5 pm. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿380, 325 and 400 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes using an insulin pump and a self-adjusted dose of novolog. It was not reported if the patient made any change to his usual diabetes management routine in response to the alleged inaccuracy issue. The patient reported that at an unspecified time after the inaccuracy issue began he "passed out". The patient claimed going to the emergency room(ER) and stayed there for 5 hours. The patient reported being treated at the ER at around 5:30 pm with a sandwich and fruit juice and claimed that his blood glucose was tested on the ER meter at 11:30 pm and a result of "148 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry/discard date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged high results with the subject meter.